Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - please provide more details regarding "other consequences = cost". Financial loss - was the device locked on tissue with the jaws closed? If yes, how was the device removed? The tissues are not stuck in the jaws, but it is impossible to open the clamp to reload it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 194d80; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not opened after two rounds of stapling. The tissue was not stuck in the jaws but it was impossible to open the clamp to reload it. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2025 d4: batch #168d97 investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired with some b-form staples on the reload deck. Upon visual inspection, slightly nicks were observed on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, it should be noted that if the jaws do not automatically open after pressing the anvil release button, first check if the knife is in the retracted position by confirming that the stroke count indicator shows ¿0¿ and the knife direction indicator is pointing towards the proximal side of the instrument, or that the knife blade indicator is aligned in the home position. If these indicators are not in the home position, press the red manual knife reverse switch downward to reverse the knife's motion and squeeze the firing trigger fully until it rests on the closing trigger. Then, press the anvil release button. If the jaws still do not open, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 168d97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/15/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.